Event description:
It was reported that the device experienced an intermittent wireless module connection error during patient infusion.

Manufacturer narrative:
Received one device. Visual inspection found no damage. The reported issue was duplicated. The probable cause of the reported issue is a defective wireless communications module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.